Event description:
It was reported that during a total laparoscopic hysterectomy, the relax pressure on blade message and noticed the tissue effect was less than expected, which resulted in hemostasis issues. The doctor removed the instrument from the patient and the tip of the instrument broke off, outside the patient. A second instrument was used to control hemostasis and complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade cracked inside tube and not broken off as reported by the customer. During functional testing on a generator the device gave an alert screen and the blade tip broke off. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. Due to the condition of the blade the tissue effect and hemostasis issue could not be tested. The device was disassembled and a crack was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.